Event description:
Global pharmacovigilance (gpv) received a report of a male patient death from a consumer coincident with dianeal pd4 ambuflex and dianeal unknown therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal therapy intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services the following information was provided: on unreported date, the patient experienced an unspecified peritonitis. In (B)(6) 2011, the patient was hospitalized for cardiac surgery. Following the surgery, the patient experienced complications including being unable to wean the patient from the ventilator. On (B)(6) 2011, the patient expired. The nurse reported the causes of death were due to cardiac disease, peripheral vascular disease (pvd), and being frail. The consumer stated the cause of death was related to the peritonitis. The nurse stated that she did not agree with the consumer's reported cause of death but did confirm the event of peritonitis. It is unknown what treatment was provided. It is unknown if an autopsy was performed. It was unknown if dianeal therapy was ongoing at the time of death. The nurse stated the event of death was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (h10k14023 and h10j23026) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.